Event description:
The company was informed that the patient reportedly experienced a sudden loss of sound while using his cochlear device. External equipment was exchanged and additional testing performed revealed a loss of lock. The issue was not resolved. The center will pursue device revision surgery.